Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.

Event description:
During af procedure, the hd grid became entangled in the septum which caused cardiac perforation and needed surgical repair. After the la was successfully mapped with the advisor hd grid the physician decided to ablate with the non abbott ablation catheter. The hd grid entangled with the septum. The physician manipulated the catheter which caused the catheter to move. On ice imaging, the sheath was noted to be past the patient's watchman device in the pericardial space. All devices were removed and a pericardiocentesis was performed, the patient was then taken for further surgical repair of the left atrium in the operating room.

Manufacturer narrative:
Additional information: b5, d9, e1, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown.

Event description:
This report includes the physician's name and an updated event description. Event description: during an atrial fibrillation procedure, after the la was successfully mapped with the mapping catheter, the physician decided to ablate so the mapping catheter was removed from the patient. The non-abbott devices (faradrive sheath and farawave pfa catheter by boston scientific) were inserted. While manipulating the pfa catheter a perforation occurred. On ice imaging, the sheath was noted to be past the patient's watchman device in the pericardial space. All devices were removed and a pericardiocentesis was performed. The patient was then taken for further surgical repair of the left atrium in the or and has since been discharged. The physician alleges the non-abbott device (faradrive sheath by boston scientific) caused the perforation. There were no performance issues with the advisor hd grid mapping catheter.